Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and vegetation. There were no additional adverse patient effects reported. The ICD remains in service.